Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, following after a microbiological routine control on this medical device which was carried out as required by french regulations, the user detected an unexpected microbial contamination. The customer then left the medical device with the olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595 - 2023 - 11731 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.